Event description:
It was reported that the health care professional (hcp) called to ask why there was electrogram (egm) for the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the reports and found that the lv sensing was turned off due to lv oversensing of the patient's atrial fibrillation (af). Ts provided their insight on suggested programming. The device remains in use. No adverse patient effects were reported.